Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states right gas cylinder is not pushing drive wheel down causing right wheel not to touch the ground.